Event description:
Approx two months post-implant, pt was believed to have a proximal type I endoleak and was scheduled for reintervention. On the day of the scheduled reintervention, new imaging showed no endoleak. However, the physician was not satisfied with the appearance of the proximal end of the trunk-ipsilateral component of the excluder device, which had been deployed in an area of heavy thrombus in the aortic neck. An aortic extender was placed to further line the proximal end of the excluder device.